Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional h3 evaluation summary: an unopened sample was returned for analysis. During the visual inspection of the representative sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. The needle/suture combination was tested by knot tensile strength and the results is above the minimum individual strength requirement. Per the condition of the representative sample, no performance - breakage suture was found on the strand and the tested suture met the finished goods requirements.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use, the suture was broken. There were no adverse consequences to the patient. No additional information is available.